Event description:
It was reported that the customer inadvertently performed the load sequence while connected to the site. The customer's blood glucose was 23 mg/dl. The customer did require assistance from 3rd party. 3rd party gave customer glucose infusion to address bg level. The customer loss consciousness due to bg level but did not sustain any injuries. Tandem technical support educated the customer to not be connected to the pump during the fill tubing process.